Event description:
A malfunction alarm was reported with the code malf 9, but no notable events occurred prior to this. The issue did not cause the customer's blood glucose levels to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.